Event description:
It was reported that the choledocho videoscope exhibited that the forceps channel had foreign material. The issue was found during service/maintenance of the device. There was no patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the reportable event was not confirmed. No device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device